Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of a voluntary medwatch report mw# 5083806. A manufacturing record review was performed for the finished device batch mjh396, k833h and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via mw# 5083806 that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. Per the nurse, the silk suture needle broke off in patient tissue during procedure. The needle was retrieved by surgeon. Suture needle had failed at proximal end near the suture itself. There were no adverse patient consequences reported.